Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A f/u report will be submitted with all relevant info.

Event description:
It was reported via trial that during a left internal carotid artery stenting procedure, after rx acculink stent placement and before removal of the rx accunet embolic protection device(epd), the pt became non-verbal and experienced right sided weakness. A CT scan of the head showed a possible stroke. Thrombolytics were administered. At an unspecified time, the pt was admitted to hospice care. On (B)(6)2010, the pt died. Cause of death is unk. Although requested, there was no add'l info provided.